Event description:
During a low anterior resection procedure, the device would not close completely. Malformed staples were observed on the distal staple line. Had to hand sew the rectal stump to close off opening and complete the procedure. There was no pt consequence.